Event description:
Had six different catheters rupture distal to insertion site. Found product to have pin size holes that came from manufacturer. Manufacturer was notified and all products with that lot # were removed from stock. No further incidents.